Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited p-wave undersensing. The lead sensitivity was reprogrammed and the lead remains in use. The patient's device exhibited no evidence of some of the patient's diagnostic data in the device recording log. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.